Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away from pneumonia after being rushed into the hospital with high blood glucose levels. The customer was wearing the insulin pump at the time of death. The wife agreed to return the insulin pump for analysis. Nothing further was reported.